Manufacturer narrative:
The complaint investigation for false positive results for one patient when tested with the architect total hcg assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labelling review, device history record review, field data review. Review of tracking and trending reports did not identify any related trends for the architect total b-hcg assay. Review of complaint activity determined that there was normal complaint activity for reagent lot 11533ui00. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Additionally, labelling review concluded that the issue is adequately addressed. The overall performance of architect total hcg reagents was reviewed using worldwide field data and suggested that the performance of the lot is acceptable. Based on the investigation, no systemic issue or deficiency of the architect total hcg reagent lot was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive architect total b-hcg results for one patient. The results provided were: sid h165729 on (B)(6) 2020 initial result = 881.29 miu/ml (positive), repeated <1.20 (negative) and <1.20 miu/ml(negative) (specimens with b-hcg levels greater than or equal to 25.00 miu/ml will be reported as ¿positive¿); the same sample had a qualitative test which gave negative result. No impact to patient management reported.